Manufacturer narrative:
The reported complaint was not confirmed. The product surveillance technician (pst) could not duplicate the reported issue. No damage or other anomalies observed upon visual inspection. The pst connected the occluder head to a power supply; the occluder "close" button, "open" button, and wheel of the controller all operated normally when tested. After one additional hour, operation remained normal. The pst performed another power cycle; no problem found. Device under test (dut) head and controller were both still cool to the touch. The input voltage was increased from 20 to 24 volts direct current (vdc) and power cycled the dut again. Operation remained normal. The input voltage was returned to 20 vdc and was left powered on for another one and a half hours; no issue found. The pst adjusted the supply input to 18 vdc and verified proper operation. He power cycled the dut 8 times over a four hour period, each time verifying proper operation of the devices; no problem found. Dut remained powered on for another 24 hour period. The head and controller both remained cool to touch (not overly warm). A final power cycle and recalibration was done; no problem found. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This issue has happened several times and the occluder head became hot at the hospital. It has been repaired at manufacturer and sent back in september 2014.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the power supply did not turn on for the occluder head. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.